Event description:
During a sheathless insertion of the iab, difficulty was encountered. The physician then placed an introducer sheath, but during attempted insertion of the iab, the balloon began to unwrap. Since the iab could not be passed through the sheath, it was removed and replaced. There were no pt complications.